Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Part: 412.820; lot: 3l00896; manufacturing site: grenchen; release to warehouse date: january 21, 2019 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The narrative could be confirmed due to the received picture. The complained picture was forwarded to the manufacturing facility for investigation. The condition of the complaint agrees with the complaint description since, based on the picture provided, the original depuy synthes package contains ¿two (2) titanium locking screws with stardrive instead of only one piece that was indicated on the packaging label¿ as claimed by the customer. Therefore, this complaint is rated as confirmed. However, from the manufacturing point of view, this complaint is rated as undetermined since there is insufficient information available to determine if the complaint condition was caused due to a manufacturing deficiency. Since no manufacturing deviations were found; no additional actions have been taken. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional product code: hrs. Complainant part is not expected to be returned for manufacturer review/investigation. Occupation: initial reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event as follows: it was reported on (B)(6) 2019, a shipment was received with two (2) titanium locking screws with stardrive instead of the one piece that was indicated on the packaging label. There were no patient and surgical involvement. This report is for a locking screw. This is report 1 of 1 for (B)(4).

Event description:
The customer logistics service (cls) department received a shipment of two (2) titanium locking screws with stardrive instead of only one (1) piece that was indicated on the packaging label. The product was moved to the quarantine stock.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.